Manufacturer narrative:
The exams from the site are not available to be sent in for engineering review. Therefore we are unable to complete further investigation without the stealth archive. The site has been retrained on proper usage of the stealthstation.

Event description:
A surgeon alleged that while in an ent procedure, the navigation system was inaccurate 2-3mm to the right. It was noted that there was no metal in the field. The procedure was completed with the use of the fusion navigation system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Patient weight not available from the site. The system files have not yet been received by manufacturer for investigation. Software has not been evaluated as of the date of this report. The medtronic ent representative reported on (B)(4) 2012 that re-training the system users has been provided on-site to ensure an improved tracing pattern.